Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was sliced at the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing poor performance and a fold over of the tip of the electrode. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.